Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing a burn-like sore at the infusion site and attributed the reaction to the insulin fill port located behind the pod, above the adhesive backing. The patient stated that they must cover this area of skin with a bandage (band-aid) to prevent contact; otherwise, the area develops a sore that ultimately leads to scarring. The specific infusion site location or duration of pod wear associated with symptom onset was not provided. However, the patient noted that this occurs with every pod. The patient did not provide any additional information for this event.